Event description:
Information provided by the patient shows that following device explant and laminectomy, they have experienced no feeling in their legs and have to use a walker. Patient stated their balance was worsened after the procedure. Hcp reports the patient did not obtain good symptom relief with stimulation therapy and the patient was referred to a surgeon for paddle placement of leads. During surgery the patient had changes on evoked potentials resulting in paddle leads and stimulator being removed. The device was explanted but not returned to the manufacturer for analysis. Physician indicated the date of onset of the reported event was march 2006. Hcp reports the patient has a 12 year history of low back pain. Additional information provided by the hcp shows that because of insurance reasons, the patient has not yet been seen for follow-up.